Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having symptoms of a "jolting feeling", getting "hit in the chest", and "gurgling". It woke them up at night and sometimes felt it during the day. The patient presented to the emergency room with those strange sensations. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.